Event description:
A customer reported that during surgery, the footswitch was not working. A second footswitch was used to complete the surgery with no impact to the pt. There was a 5 min delay to exchange the footswitch.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).